Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps did not cauterize tissue. The customer changed the bipolar cable to a backup but the issue persisted. The customer used a backup instrument of the same kind to continue without further problems. The procedure was completed with no reported injury. The customer believed one of the cable was broken. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no visible damage observed regarding the cable damage. The broken cable was 'probably' silver. No arcing/smoking occurred. The issue did not cause any effect to the patient. No fragment fell inside the patient and the procedure was completed with a backup monopolar curved scissors (mcs) instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of failed continuity test the be related to the customer reported complaint. The instrument failed electrical continuity test. There is no obvious damage to the conductor wire. Please note that the indentations observation on the conductor wire at the distal end were made during in-house testing. The instrument was transferred to engineering for further investigation. Advanced failure analysis investigation confirmed the initial findings. Electrical continuity was tested again and failed. The housing was removed from the instrument. When removing the flush tube to disassemble the instrument, it was found that the conductor wire was broken inside of the waterfall pulley at the main tube/roll gear interface. The root cause of this is attributed to manufacturing. A review of the device logs for the maryland bipolar forceps (part# 471172-16 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 8 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.